Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed using the normal method. Another 2.00mm x 12mm emerge balloon catheter was advanced; however, the balloon also ruptured. The device was then removed without any problem. There were no damaged noted on each device. A different device was used to complete the procedure. No patient complications nor injuries were reported, and the patient condition was good post-procedure.